Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the obturator, dissector balloon, trocar balloon and lock collar appeared intact. The valve seal was cut. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the seal was cracked. There was no patient injury.